Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported when the patient came home from surgery, she took a pain pill and went up to go to the bathroom and could not walk. 911 was called. The next day after implant at about 11:30pm, the patient was paralyzed and could not walk. The patient¿s family called 911 and the patient ended up going back to the hospital where she had the implant. The patient saw a surgeon who was not certain what happened but said that when he was placing the leads in the spinal area, there was a calcium build up/deposit and a couple blood clots. The doctor did not think the blood clots were the cause of the event, but thought the event was caused by the patient¿s body rejecting the implant as a foreign object. The device was removed on either 2013 (B)(6) or 2013 (B)(6). Since that day, the patient has gained use of her legs, can wiggle her toes, but still had no feeling in the legs. The patient was using a walker at the time of the report. She had been back to have her surgical sutures removed and set up another appointment in a month. It was noted when the device was removed, the surgeon did partial laminectomy. The patient had an appointment with her pain management doctor scheduled on 2013 (B)(6).